Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a feeding pump. The customer reports the unit keeps turning off.

Manufacturer narrative:
Submit date: 01/19/2017. Additional clarification from the covidien representative on 01/12/2017, it was confirmed that the customer did not report that the unit keeps turning off. This complaint is no longer considered reportable based on this information, therefore no additional investigation results will be sent.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an enteral feeding pump. The customer reports unit is not pumping food. No patient harm. No further information is available.